Manufacturer narrative:
Qn#(B)(4). No issues or discrepancies were found in the device history record of product code d-7505m1k/batch 74h2202316 that can be related to the failure mode reported.

Event description:
Reported issue: the needle was popping off the suture.

Event description:
Reported issue: the needle was popping off the suture.

Manufacturer narrative:
(B)(4). Two sealed pouches of the part number d-7505m1k with batch number 74h2202316 were received. No damage was detected in the physical s amples. Per failure mode reported no other visual inspection was required. No issues or discrepancies were found in the production device history record of this product. Based on the findings during functional inspection, customer complaint cannot be confirmed. Test results were acceptable according to the procedures of the manufacturing process of this product code. No issues or discrepancies were found in the production DHR of this product.